Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system lag was caused due to a damage network cable and network interface card settings. Replaced the network cable and the network configuration was changed from 100 mbps half duplex speed to auto negotiate to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen unexpectedly stopped responding and rebooted during a procedure, and it started lagging when the user tried signing in. Customer added that the surgeon was able to proceed with the procedure. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen unexpectedly stopped responding and rebooted during a procedure, and it started lagging when the user tried signing in. Customer added that the surgeon was able to proceed with the procedure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1,d4 and updated h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-feb-2022 to 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system screen unexpectedly stopped responding and rebooted during a procedure. A field service engineer found the network cable was damaged, replaced the network cable and set it to 100 mbps half duplex and set back to auto negotiate to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.